Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusions set fell off during use on event on 10-jun-2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for one and half days. Tap was applied over the infusion set. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.